Manufacturer narrative:
The end user had tried stomahesive powder and was referred to a physician for a prescription strength antifungal. Based on the available info, this event is deemed to be a serious injury. No further info was available at the time of the report. No additional pt/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. (B)(4).

Event description:
It is reported that the end user developed a flaky, weeping, odorous rash in the peristomal area under a competitor brand product. After switching brand products for five (5) weeks, the rash has not improved.